Event description:
It was reported while using the bd phoenix¿ automated microbiology system the user received false results. The expected result was e. Coli, but the patient isolates were either identified as citrobacter farmeri or enterobacter cloacae. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary a failure for misidentification of results was reported on a phoenix 100 instrument. Field service engineer (fse) was dispatched on site and decontaminated the equipment. General verification process is carried out within the preventive maintenance. Issue resolved. As no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. The root cause of the failure is not known. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside of the one already described above. Complaints for results are within statistical control for the month of (B)(6) 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix 100 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd phoenix¿ automated microbiology system the user received false results. The expected result was e. Coli, but the patient isolates were either identified as citrobacter farmeri or enterobacter cloacae. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G5. 510(k): there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020321, k020322, k020323, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.